Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported issue aux drawer 2.2 fail and having latch issue was confirmed during fse testing and subsequently validated in the dchu inspection process. According to work order #(B)(4), the field service engineer (fse) reported that the pyxis medstation es no apparent failures upon arrival. The fse launched hta diagnostic tests on aux drawers 2.1 and 2, with no issues detected. All aux drawer connections were reseated. Upon further inspection, the fse identified a damaged internal pyxibus cable at the top of drawer 7. A replacement internal bus cable was installed. The system was then tested in both the application and hta diagnostics, confirming proper operation with no issues. During dchu visual inspection: p/n 121085-01: the assy cbl pyxibus 7 drawer was received with burn marks and exposed copper strands. During dchu testing: p/n 121085-01: due to evident thermal damage in the assy cbl pyxibus 7 drawer, no further testing was deemed necessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the drawer 2.2 fail and having latch issue complaint was a short caused by exposed copper strands on the assy cbl pyxibus 7 drawer, which led to thermal damage and compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 2.2 failed. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. As per part investigation, it was determined that there were exposed copper strands on the assy cbl pyxibus 7 drawer which led thermal damage. There were no delay, no adverse events or injuries reported based on this event.